Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an alif l5-s1 on (B)(6) 2010 using rhbmp-2/acs. An MRI study conducted on (B)(6) 2011 shows a persistent fluid collection that compromised the fusion hardware, displacing it so that it occluded the right-sided neuroforamen as evidenced on a CT study conducted on the same date. This fluid collection does not resolve, and is again evidenced on an MRI study dated (B)(6) 2012. A lumbar emg/ncv taken on (B)(6) 2012 finds that plaintiff¿s pain generator is the right-sided neuroforamen from the same level of the spine. By comparison, there is no identifiable fluid collection on the preoperative (B)(6) 2010 MRI study. The patient has low back pain that radiates to his lower extremities. Reportedly, revision surgery has been recommended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.